Manufacturer narrative:
H2) additional information was added to the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the issue seems to be a combination of a new behavior that came with the new software upgrade, graphic driver and the higher resolution in the external monitor. There was also a damage found in the cabling between the box and the external monitors. With current software on the navigation system (os 2.0.1 and clin app 1.3.2) the two solutions at hand was either downgrade to 1.0.5 and clinical app 1.2 or lock the external resolution to 1080p. The latter was chosen as the site had multiple navigation systems, ps and downgrade would bring all of them down, in addition the drives had been destructed by sites biomed. There was also a slim chance that the computer upgrade could solve the issue so the navigation system refresh will be performed as soon as all parts has arrived. A surgery coverage was performed by the manufacturer representative to see that the system was behaving correctly. It did. The surgeon had requested two additional supported cases to feel comfortable that everything was working as intended. The original case was completed by bringing a different navigation system. The external video box was disconnected from navigation system and it was restarted. Later on the manufacturer representative locked the external video to 1080p. This prevents the higher resolution of the external monitor to ¿override¿ the internal monitors.

Event description:
The site had the media interface/splitter box connected via hdmi to the navigation system. When starting the system with media box connected and powered up the scaling of the system the display was wrong. The scaling was also wrong on the external monitor. When starting the navigation system without hdmi connected or media box not powered on the system's screen had the right scaling. Hdmi was enabled in system settings. System was updated to os 2.0.1. The probable cause of the reported issue was either the computer graphics card or media interface box gives this error.

Manufacturer narrative:
H2) additional information was added to the event description. H3) the manufacturer representative went to the site to test the navigation system. No hardware parts were replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 1.3.2 product ID: 9736355, version: 2.0.1 software analysis was completed. It was noted that the external monitor issue was a known software issue. The logs indicated that the external monitor resolution was set to auto multiple times. Logs also showed there were no segfault, coredumps, database error or any other errors. However the unresponsiveness was noted to be a known software issue. Codes b01, c10 and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the input/output panel was returned to the manufacturer for evaluation. Analysis found that the footswitch connection was faulting as a known operational footswitch did not work with the connection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764, serial/lot #: (B)(6). H6: fdm b21, fdr c21, and fdc d16 are applicable to the pending hardware analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10: updated. Product ID: I/o 9735818 panel assy-dual cart s8 svc, serial/lot : unknown product ID: sw kit 9735737 stlth s8 2.0.1 cran EU-sc, serial/lot : 1.3.2 product ID: software 9736355 mnav os update, serial/lot : 2.0.1 product ID: I/o 9735818 panel assy-dual cart s8 svc, serial/lot : (B)(6), ubd: , UDI: (B)(4). Product ID: computer 9735764 nav with pcoip s8 svc, serial/lot : 1801c00524, ubd: , UDI: (B)(4). H3: hardware analysis of the returned computer could not confirm the reported issue. The computer powered on when connected to power. No boot up or video issues were observed. The computer was fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection. During equipment setup, it was not possible to login into the system. The site was unable to pull up the software keyboard. The system was reported as unresponsive. The user interface reportedly looked strange and the patient database was slow to load. The site was using a media interface/splitter box connected via hdmi to the navigation system. When starting the imaging system with the media box connected and powered up, the scaling of the system display and external monitor were wrong. When the navigation system was started without the hdmi cable for the media interface connected (or connected and media interface not powered on), the system screen had the correct scaling. A check confirmed the hdmi setting was enabled in the system settings. The system was updated to the most current operating system. The likely cause was reported as related to the computer graphics card or media interface box. The reported issue resulted in a procedure delay of less than one hour. There was no impact on patient outcome.